Event description:
The reporter called and alleged discrepant results when compared to the lab. The device result reported was 7.3 and 7.5 inr. The corresponding lab result reported was 2.8 and 2.9 inr.